Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Event description:
It was reported that the patient is experiencing pain when moving and walking up and down stairs. Patient stated that the knee stays swollen and feels really tight on the inside.

Manufacturer narrative:
An event regarding pain involving a triathlon cs ins size 5 16mm was reported. The event was confirmed. A review of the provided medical records and/or x-rays by a clinical consultant concluded: ¿the persistent diagnosis of patellofemoral pain syndrome likely relates to the non-resurfaced patella articulating with the femoral component. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation.¿ device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. The exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related.

Event description:
It was reported that the patient is experiencing pain when moving and walking up and down stairs. Patient stated that the knee stays swollen and feels really tight on the inside.